Event description:
It was reported that the pump battery couldn¿t be charged resulting in the pump shutting off. It was reported that the customer experienced an elevated blood glucose (bg) level of 505 mg/dl. Bg was addressed via manual insulin injection. Customer reverted to an alternate method for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.